Event description:
An implantable right ventricular (rv) lead was returned for analysis. It was reported that the patient died suddenly and the cause of death is not known. It was also reported that there was a suspected rv lead fracture due to a report of high impedance post mortem from the competitor device.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The rv lead was returned from with no cause of death known. No further information has been obtained thus far that would/could disassociate the lead and event. Therefore this event will be processed with the information at hand and will be captured as a medical/death on incoming information. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: product ID 4968-35, implanted: unk. (B)(4).

Manufacturer narrative:
Product event summary: #product ID# 4968-35. A proximal portion was received measuring 18.8 cm. Analysis was performed and no anomalies were found, there was blood on the proximal conductor of the and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut, a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed, the outer insulation of the lead developed a cosmetic depression while in vivo, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.